Event description:
Procedure: unk. Reportedly, the unit shorted out while trying to cauterize. One of the lap pads caught on fire. It was immediately doused with water. No mention of pt being burned. No injury reported.